Event description:
It was reported that the surgeon inserted a cc4204bf collamer single piece lens but the lens ejected out of the injector sideways and tore. The lens was inserted and removed with no pt injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - ( no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.